Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a fetch 2 catheter with no other devices. Visual and tactile analysis noticed 3 separations on the catheter. The separations were located at 1cm, 51.5cm and 54cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a shaft break occurred. A fetch® 2 catheter was selected for a st-segment elevation myocardial infarction thrombectomy procedure to treat a 100% occlusion, "fresh clot," in the left anterior descending(lad) artery. There was zero degree of tortuosity and no calcification reported. The fetch was "intact out of the package" and "went in over the [non-bsc] wire smoothly." The fetch extracted clot out of the lad and was removed over the wire, flushed and prepped, and reintroduced over the wire. When it was introduced into the sheath, it "wouldn't pass past the sheath." The fetch was removed and it "fell apart," the "outer sheath of the fetch crumbled into pieces." A different aspiration catheter was used to complete the procedure and no patient complications were reported. The patient "wasn't compromised at all. Did very well after the case."